Event description:
An initial report of possible patient hospitalization was received by united therapeutics on (B)(6) 2023 and forwarded to millyard advanced medical products, llc on (B)(6) 2023. The patient reported that they received pump failure alarms on both pumps, and they were unable to troubleshoot. The patient was advised to go to the ER to continue remodulin therapy. No side effects were reported. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.